Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient presented with shortness of breath. There was no additional patient information at the time of this report. The customer stated that all testing was done within 30 minutes of collection. It is unknown if return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2016. Customer returns and retain product was tested and the customer complaint was not reproduced.